Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. H6: component code: mechanical (g04)- head. Medical records were not provided. Image reviewed and not submitted to mmi as it is a single, undated image. As the complaint is for a single occurrence of dislocation followed by a revision of the head and liner, the timing of the image is unable to be determined. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 15 months post implantation due to dislocation. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006530 ¿ bone screw - j6920698. 00625006535 ¿ bone screw - j6896346. 00625006520 ¿ bone screw - j6969863. 00625006525 ¿ bone screw - j6781968. 00811400410 ¿ stem ¿ 64776162. 65620005620 ¿ cup ¿ 62441873. 00801102024 ¿ cement plug ¿ 65218196. 00801102024 ¿ cement plug ¿ 64271722. 00630505636 ¿ xlpe liner ¿ 64631572. Report source: australia. Product will not be returning to zimmer biomet for the investigation as the product was not returned by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2023 - 00040.